Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted no obvious signs of damage. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit which could not confirm the stated failure. The device functions as intended. Although our investigation could not confirm the stated failure, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery there was no image and the target did not work. Delay of les than 30min reported. Procedure finished free handed.